Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage and stent dislodgement, outside of the patient, occurred. The 90% stenosed lesion being treated was located in the calcified proximal to mid left anterior descending (lad) artery. The lesion was predilated with a 2.0x15mm non-bsc balloon, inflated to 14 atm. The physician attempted to place a 2.50x16mm taxus express2 drug eluting stent, but was unable to cross the lesion. When the stent was removed from the patient, stent damage was observed. The physician also noticed the stent was loose on the balloon. Upon further inspection the physician was able to remove the stent from the stent delivery balloon with his fingers. The procedure was completed with a different device. No patient complications were reported. Patient status reported as "good".